Event description:
The procedure being performed was a posterior cervical fusion. The pt was in the prone position and during the procedure the headrest slipped and pt's face was resting on base. Small laceration of less than one inch at each of the three pin sites (left and right temporal region) were observed. There were no post operative complications to the pt as a result of the lacerations.